Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was frozen/would not move. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from india that during service and evaluation, it was determined that the chuck with key device was frozen/would not move and moving parts of the device would not move smoothly. It was further determined that the device failed pretest for check the free movement. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> service evaluation: product : 530.730 (chuck with key for battery power line) /(B)(4) reported issue :not working. A visual and functional assessment was performed on the device according to se_674019_aa the following steps failed : step 80 : check the free movement during service/repair the following was observed (technician note): replace connecting shaft, bearing, o-rings. Device tested , working ok during the service evaluation the following failures were identified: functional : frozen/will not move functional : moving parts do not move smoothly conclusion: ¿ failure reported is confirmed ¿ root cause : faulty parts (3210) ¿ action : repair device history lot ==> null device history batch ==> null device history review ==> no manufacturing record evaluation required as no manufacturer or service related issue found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction: please disregard the previously submitted supplemental medwatch report which was sent on january 31, 2022 as it was inadvertently submitted with the incorrect information. The information was intended for mfg. Report 8030965-2021-06437.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: service evaluation: product : 530.730 (chuck with key for battery power line) / 9941584. Reported issue: not working. A visual and functional assessment was performed on the device according to (B)(4). The following steps failed : step 80 : check the free movement. During service/repair the following was observed (technician note): replace connecting shaft, bearing, o-rings. Device tested , working ok. During the service evaluation the following failures were identified: functional : frozen/will not move. Functional : moving parts do not move smoothly. Conclusion: failure reported is confirmed. Root cause : faulty parts (3210). Action : repair. Device history lot: null. Device history batch: null. Device history review: no manufacturing record evaluation required as no manufacturer or service related issue found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction d4: please note that the lot number and unique identifier (UDI) was inadvertently omitted from the initial medwatch report. However, the information was included in the UDI in the initial report. Section d4 had been updated with the correct information.